Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was noted that the pod began lifting causing the cannula to dislodge from the infusion site. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized at (B)(6)-stift friesoythe due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 621 mg/dl while wearing the pod for 2 days on their arm. It was noted that the pod began lifting causing the cannula to dislodge from the infusion site. Symptoms experienced were hyperglycemia, headaches, nausea and not being able to move much. The patient was transported to the hospital via ambulance. At the hospital, the patient was diagnosed with dka and was treated with insulin for 2-3 days and then a new pod was applied. The patient stated that they do not remember much as they were not conscious. The patient was discharged on (B)(6) 2025.